Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 50-51 mg/dl were recorded by continuous glucose monitor (cgm) at 12:49:25 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 12:49:25 pm. A cgm alert 14 (transmitter out of range) enunciated on (B)(6) 2020 at 12:30:19 am. Allowing the cgm transmitter to go out of range prevents the user from continuously monitoring bg and potentially addressing an impending low bg. The pump recorded this data when it regained connection with the transmitter (12:49:25 pm), but the data was backfilled for bg readings recorded by the transmitter at earlier times. The graph in the log review results indicates the low bg happened from 12:44:26 pm (yellow dot) to 12:49:25 pm. On (B)(6) 2020, at 10:48:47 am, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Bg cause was not known. Customer received assistance and was provided with glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.